Event description:
It was reported that during incoming inspection, it was noted packaging was nonconforming due to battery corrosion and a battery had ruptured inside of packaging. No patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: japan. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. The batteries were in the correct orientation inside the pack. Some of the wiring was pinched under the terminals in the pack. However, due to the damage from the expulsion, it could not be determined if there was damage present to the wiring before the expulsion. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.